Event description:
Consumer alleges that her chair increases speed on its own. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsiv-hd, serial number/date code (B)(4) is approximately 2 years 10 months old. The owner's manual part number 1154294 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female and had sepsis prior to the incident. Her stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device was confirmed by the consumer, she has not had any repairs on the chair within the last six months. In addition, she has not had routine maintenance on her chair either. The consumer stated that she was sitting in the unit and the unit allegedly took off by itself. The consumer stated that this happens intermittently. The first incident occurred on (B)(6) and the second incident occurred on (B)(6). During the first incident, the consumer was in the laundry room and was stationary and the unit allegedly took off. The unit allegedly ran into the wall. The consumer stated that her knee and ankle twisted severely. The consumer did not receive medical attention after the first incident. The consumer is still in pain and scheduled a doctors appointment for the week of (B)(6). During the second alleged incident, the consumer was using a cell phone in the chair. Per the consumer, the joystick did not show any error codes. The dealer wants to pick up the chair to assess the unit. The consumer needs a backup chair before she can give up her chair.